Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device (all electrodes were open circuit) (device failure). Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020 under a general anaesthetic. The patient was reimplanted with a new device during the same surgery.